Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to lateral wear.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to lateral wear.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg rt sm size 6 PMA catalog #: 159571 lot #: 556920, medical product: oxf twin-peg cmntd fem sm PMA catalog #: 161468 lot #: 345450. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00720, 3002806535-2019-00721. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.